Manufacturer narrative:
Per good faith effort (gfe), it was confirmed that the touchscreen was physically broken or completely cracked due to transportation. The issue was found while the device was outside of use. Therefore, this complaint no longer meets reportability requirements. The device will not be put to patient use without the touchscreen being replaced, device tested and deemed ready for use. The touchscreen was replaced to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's touchscreen is not working and needs to be replaced. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.